Event description:
Further follow-up revealed that since implant the pt had reported doing better in regards to her depression. It was reported that approx two months following the vns implant, the pt started experiencing significant pain during stimulation near the generator site. In an attempt to alleviate the pain, the device parameters were changed. The stimulation was still painful so the physician turned the device off. Diagnostic testing was performed and it resulted in dc code of 0. Per the analysis below regarding the first lead, it is believed that the connector pin with this lead is not fully inserted into the generator which may cause pocket stimulation. The physician plans on performing a pin reinsertion under local anesthesia. It was also reported that the pt went in for a fully laryngeal eval the day before here vns implant took place. The results of the eval showed a hypertrophied left cord, relatively atophied right cord, hypertrophied right false cord and it was noted that there was more hperemia and stiffness in the left focal fold with the decreased waveform and periodicity left compared to right. Following the vns implant surgery, an endoscopy showed the left vocal fold is immobile, slightly more sluggish than the right, which is consistent with the surgery and the pt should fully recover. The concomitnat device (first lead) was returned and analyzed. Product analysis summary: the lead was returned due to high impedance readings during attempts to implant. The condtion of the returned the lead, in general, is consistent with conditions that typically exist following manipulation of the lead. However, analysis of the lead assembly indicated that the lead connector was not fully inserted in the header of the pulse generator. This prevented proper establishiment of a mechanical and electrical contact between the lead's connector ring and the generator's canted spring. This is evidenced by the location of the setscrew marks on the pin surface. This is likely the cause of the reported high impedance conditon during the implant.

Event description:
Review of x-rays by manufacturer was inconclusive in determining whether the lead connector pin was fully inserted into the generator connector block due to that angle of the view and poor contrast. The patient underwent revision surgery, during which the generator was replaced. When the surgeon exposed the generator, he viewed what could possibly have been some sort of bacteria culture growing inside of the packet. A culture of the material was taken. When he removed the generator, there was some gree/black-looking material buildup on the outside of the septum plug. The surgeon also noticed that the lead pin was not visible past the connector block. There were also some visible black markings on the generator can below the header. The generator was explanted and the pocket site was flushed with an ancef solution before a replacement generator was implanted. Intraoperative device diagnostic testing of the replacement generator connected to the original lead was within normal limits, indicating proper device function and proper generator/lead connection. The report of possible infection was not confirmed by the surgeon's dictation following the surgery. Further follow-up with the surgeon's office revealed that there was no reference to infection in the patient's chart. The patient is reportedly healing well following the generator replacement surgery.

Event description:
Reporter indicated that during initial implant surgery, intraoperative device diagnostic testing resulted in high lead impedance reading (dc-dc code 7) indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The lead connector pin was then removed from the generator connector block and reinserted, after which the surgeon visually verified that the connector pin was fully past the connector block as recommened in device labelling. The surgeon also verified that the lead electrodes were wrapped around the vagus nerve. The vagus nerve was irrigated, but repeat device diagnostic testing continued to yield high lead impedance results. The lead connector pin was removed from the generator connector block so that the generator could be tested alone using a test resistor. Diagnostic testing of the generator alone was within normal limits, indicating a potential problem with either the lead itself, the generator/lead connection, or the electrode/nerve interface. The lead was reconnected to the generator, after which device diagnostic testing continued to yeild high lead impedance results; however, the laryngeal monitor in use did beep during device stimulation, indicating that the vagus nerve was receiving stimulation. The lead electrodes on the vagus nerve were then adjusted to ensure that all portions of the electrodes were touching the nerve, after which device diagnostic testing again resulted in high lead impedance reading. No noise was heard from the laryngeal monitor during this diagnostic test indicating that no stimulation was delivered to the vagus nerve. Implanting surgeon indicated that he measured the patient's vagus nerve prior to selecting a lead to ensure that he was using the appropriate size device (2mm electrode vs 3.0mm electrode). The patient's vagus nerve reportedly measured 1.8mm. Surgeon indicated that the patient's nerve was slightly thinner than usual, but that the lead electrodes appeared to be making full contact with the nerve. The lead body was inspected for sharp angles or obvious discontinuities, but none were noted. Additional device diagnostic testing continued to yield high lead impedance results. The lead in question was not implanted. A new lead (same size-2.0mm electrode) was implanted, but device diagnostic testing of the new lead connected to the same generator also yeilded high lead impedance results; however, the laryngeal monitor did show that the vagus nerve was receiving stimulation. The patient was closed with the second lead and original generator in place, with plans to inform treating psychiatrist of the issues with the high lead impedance test results. Four days post implant, the patient's incisions were healing well with no infection or hematoma. It was reported that the patient's voice had not been a problem and that the patient was not experiencing any issues with swallowing; however, flexible endoscopy reportedly showed the left vocal fold to be immobile - described as slightly more sluggish than the right. Implanting surgeon indicated that the condition of the patient's vocal cords was consistent with surgery and that full recovery was expected. The endoscopy was performed because prior to vns implant surgery, the patient agreed to undergo voice testing as part of implanting surgeon's ongoing study to evaluate the effect of the vagal nerve stimulator on the vagus nerve. Physical examination approximately three weeks prior to vns implant surgery revealed that the pateint's vocal folds were mildly edematous, erythematous and hyperemic consistent with smoking. The patient's current condition is reported as "good". The event is currently being investigated.